Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when checking the cuff of the foley catheter, the user noticed an unusual noise. After that, distilled water started flowing into the connecting tube, and the balloon, which had begun to expand, began to deflate. A popping sound occurred during distilled water injection. This noise likely indicated lumen-to-lumen contact. This could have been detected by a cuff check before placement, but if the catheter had been placed without a cuff check, there was a risk of spontaneous removal during surgery or urinary retention.

Event description:
It was reported that when checking the cuff of the foley catheter, the user noticed an unusual noise. After that, distilled water started flowing into the connecting tube, and the balloon, which had begun to expand, began to deflate. A popping sound occurred during distilled water injection. This noise likely indicated lumen-to-lumen contact. This could have been detected by a cuff check before placement, but if the catheter had been placed without a cuff check, there was a risk of spontaneous removal during surgery or urinary retention.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 2758j12 and manufacturing lot number ngjs1021. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe. However, upon inflation lumen-to-lumen leakage was present. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Refer to CAPA 11092653 for further details. Corrections made to tab(s) d, f, h. Initial reporter complete facility name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 2758j12 and manufacturing lot number ngjs1021. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe. However, upon inflation lumen-to-lumen leakage was present. This is out of specification, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The possible root causes for this failure, per CAPA 11092653, are "funnel wall thickness to thin due to molding core pin shape" or "extruded tube diameter with variation causing leak in catheter funnel molding." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when checking the cuff of the foley catheter, the user noticed an unusual noise. After that, distilled water started flowing into the connecting tube, and the balloon, which had begun to expand, began to deflate. A popping sound occurred during distilled water injection. This noise likely indicated lumen-to-lumen contact. This could have been detected by a cuff check before placement, but if the catheter had been placed without a cuff check, there was a risk of spontaneous removal during surgery or urinary retention.